Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one safety infusion set for evaluation. Visual evaluation was performed. Two electronic photos were provided for review. A crack was noted on the y-site of the set. The distal segment which includes the rest of the tubing with the safety mechanism, wings and needle of the safety infusion set were not returned. Therefore, the investigation is confirmed for the reported fracture issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right subclavian vein, there was allegedly a crack and damage at the connection of the positive pressure joint. Reportedly, the damaged product was removed and a new non-injury needle product was used for surgical bolus and retraction examination. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure via the right subclavian vein, there was allegedly a crack and damage at the connection of the positive pressure joint. Reportedly, the damaged product was removed and a new non-injury needle product was used for surgical bolus and retraction examination. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.